Manufacturer narrative:
(B)(4). A visual and functional inspection of the product involved in the complaint could not be conducted since the product was not returned at the time of this report. Batch number reported, 74g1600071 , belongs to material code (B)(4). Device involved in this complaint is subcomponent with batch number 74f1602258. Device history record, of batch number 74f1602258, review shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and determine the root cause.

Event description:
Customer complaint alleges using "comfort flow kit on a patient. When running even on a flow of 1 lpm water will bubble up the column into the circuit". Alleged defect detected during use. It was reported there was no injury or consequence to the patient.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. The column was placed into a fully functioning concha neptune heater. The neptune was turned on: temperature set at 37 degrees c, max rainout, invasive mode. After approximately 3-4 minutes the low water indicator lamp came on confirming the low water float in the column was fully functional. The check valve discs in all three valves would move as the column valves were turned from one side to the other, showing the discs themselves were free to move. A syringe connected to the upper tube was used to push and pull upper check valves. The column to bottle valve and the bottle to column dump valve opened and closed freely. The returned column was connected to a concha water bottle in the correct positioning and both upper and lower tubes were punctured into the concha water bottle. The lower tubing filled as expected. The column was then connected to a 2416 comfort flo circuit and 2411-04 cannula using a 3lpm flow. The nasal nares were occluded allowing the pressure to build in the bottle until the comfort flo relief valve actuated representing the worst case back pressure for the system then disconnected the airflow. Other remarks: the column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. Based on the investigation performed, the reported complaint could not be confirmed. The failure mode could not be simulated. There were no issues found with the returned device.

Event description:
Customer complaint alleges using "comfort flow kit on a patient. When running even on a flow of 1 lpm water will bubble up the column into the circuit". Alleged defect detected during use. It was reported there was no injury or consequence to the patient.